Event description:
The customer reported after utilizing their autopulse platform (sn (B)(6)) for 40 minutes, the platform displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 45 (not at "home" position after power-on/restart). Per the customer, there was no impact or consequence to the patient due to the displayed errors as the crew switched to manual compressions immediately. 20 minutes after the errors were displayed, the hospital pronounced the patient deceased. After the event, the customer tried to troubleshoot the issue. The drive shaft was rotated back to the home position. However, attempts to clear fault code 16 but were unsuccessful.

Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during archive data review and functional testing. The root cause for the ua45 error was due to the driveshaft not being at "home position." Usually, the error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was observed that the encoder driveshaft was difficult to rotate due to the sticky clutch plate, likely caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. This would likely cause the user difficulty pulling up the lifeband completely. The reported complaint that the platform displayed fault code 16 (timeout moving to take-up position) was confirmed during archive review. The root cause of the fault code was due to a motor controller board failure. A review of the archive data showed ua45 and fault code 16 around the reported event date: thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the displayed ua45 upon powering up the platform; thus, confirming the reported complaint. The admin menu was accessed to manually rotate the encoder driveshaft to the home position. The root cause for the ua45 error was due to the driveshaft not being at home position. Related to the complaint, a sticky clutch plate was observed. This would likely cause the user difficulty pulling up the lifeband completely to clear the ua45 error. The clutch plate will be deburred to remedy the issue and to prevent recurrence of ua45. Fault code 16 was not reproduced during functional testing, however, the motor controller board needs to be replaced to prevent future occurrences. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.